Manufacturer narrative:
This report is submitted on 28 july 2020.

Manufacturer narrative:
This report is submitted on june 22, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due a non-device related infection. It is unknown whether there are plans to reimplant the patient, as of the date of this report.